Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the investigation showed the hamilton c6 performed a reboot of the interaction panel. The ventilation continued, but the screen went black. The problem can occur for sw 1.2.1 or sw 1.2.2 in cases when the intellivent asv mode is used. The root cause has been determined to be a sw bug, and in order to solve this, a software update is required. This type of malfunction can occur if a user tries to set the target shift setting in intellivent asv mode. USA is not affected from this issue, because intelliivent-asv mode is not released for the market yet.

Event description:
The following was reported to the hamilton medical ag: tn 1543904 leading to panel connection lost safety ventilation.